Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that cxps base unit required a replacement. The technician replaced the cxps base unit, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors connected to their hexavue custom room rack were not routing video properly. No report of injury.